Event description:
Per the clinic, the patient was hospitalized (date not reported), due to an infection around the implant site. It was also reported that the patient was treated with IV antibiotics. The issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.